Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned, with dried body fluid noted in the lead lumen. There was a cut in the insulation at 454mm through 459 mm from the terminal pin. The lead was found to be electrically continuous.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged from its original implanted position. Another lv lead was attempted to be implanted, however it would not track into the patient's anatomy successfully. During the procedure this patient's blood pressure dropped and chest compressions were performed, resulting in a prolonged stay in the hospital. This lv lead has been successfully removed and replaced with another lead.

Event description:
The lead was returned to allow for reliability analysis.